Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. A kink was observed in the catheter tubing approximately 42.2cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 1.5cm from the rear seal measuring 0.076cm in length. The optical fiber was also found to be broken at the leak location. The reported problems was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately five days of intra-aortic balloon (iab) therapy, the console generated a check iab catheter alarm seven times from 3:18 to 5:37. Blood was not seen in the tubing so therapy was continued. The next day, blood was then confirmed in the tubing. Since the patient's condition was satisfactory, the iab was removed and the therapy was terminated. There was no patient harm or adverse event reported.